Event description:
A report was received that the patient's scs generator shifted resulting in pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Correction in the initial MDR field should have been: (B)(6) 2017.

Event description:
A report was received that the patient's scs generator shifted resulting in pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.